Event description:
It was reported that the smiths medical pump alarmed no disposable pump won't run. They could not open cassette, so it was unknown if air was noted. The patient was not affected. Pump settings: res vol 70.3 ml, rate 2.1 ml/hr, given 25.75 ml.